Event description:
The patient was undergoing a coil embolization procedure of the splenic aneurysm using pod packing coils (packing coil), ruby coils, a lantern delivery microcatheter (lantern), vascular plug, and a non-penumbra sheath. During the procedure, the physician placed a vascular plug distal to the aneurysm using the 6fr sheath. Next, a lantern was advanced into the location of the vascular plug. The physician attempted to advance a packing coil through the lantern but kinked the coil; therefore, the packing coil was removed. The physician then successfully placed and detached two new packing coils behind the vascular plug. Next, the physician retracted the lantern back into the aneurysm and placed five ruby coils in the aneurysm. While attempting to advance the sixth ruby coil, the coil kinked and was removed. The physician attempted to advance a new ruby coil, but experienced resistance and the ruby coil pusher assembly was kinked and fractured; therefore, the ruby coil was removed. The physician tried to advance two new ruby coils through the lantern; however, resistance was noted. Therefore, both ruby coils and the lantern were removed. It was reported that the physician was satisfied with the coil mass and decided to place a vascular plug on the inflow of the aneurysm. The procedure had ended at this point. Afterwards, upon inspection of the lantern, it was noted that the ruby coil that was kinked and fractured, had unintentionally detached and became stuck inside the lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.